Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, no cracks noted on lcd display, and missing o-ring reservoir tube.

Event description:
It was reported that the customer had noticed there were cracks on the lcd screen of the insulin pump. Customer noticed the cracks about 6 months ago. Customer stated that sometimes the black o-ring in the reservoir compartment comes out and she just puts it back in. Customer stated there is damage on the battery chamber and a crack under the esc button. Customer stated that she may have bumped the pump during use. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.